Event description:
It was reported that noise leading to oversensing was observed on the low voltage right ventricular (rv) lead, the high voltage rv lead, the left ventricular (lv) lead, and right atrial (ra) lead. Abnormal pacing impedance was also observed on the lv lead. The noise led to inhibition of pacing in a pacing dependent patient. Lead damage was suspected but no diagnostic imaging was performed to confirm lead damage. The noise could be reproduced with provocative testing. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer related reference number: 2017865-2022-07289, 2017865-2022-07288, 2017865-2022-07286.

Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead and right atrial (ra) lead. The noise led to inhibition of pacing in a pacing dependent patient. The noise could be reproduced with provocative testing. During revision, lead damage due to subclavian crush was confirmed. The rv lead and ra leads were explanted and replaced to resolve the event. The patient was stable and will there were no adverse consequences.

Manufacturer narrative:
The reported events of lead damage, noise, and pacing problem were confirmed. As received a partial lead was returned in two pieces. Visual examination found full breach insulation degradation adjacent to the connector boot and one external abrasion breaching the outer insulation exposing the outer coil consistent with friction to the device can. The cause of the reported event was isolated to the breached insulation exposing the conductors consistent with degradation and the lead-to-can abrasion.